Event description:
It was reported "catheter does not work. Alarm helium loss". Additional information states that the catheter was removed entirely and replaced. The patient's current status is reported as "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The reported complaint for iab "alarm helium loss" is not able to be confirmed. The product was not returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. No further action required at this time. The reported complaint will be monitored for any developing trends. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "catheter does not work. Alarm helium loss". Additional information states that the catheter was removed entirely and replaced. The patient's current status is reported as "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.